Manufacturer narrative:
Additional information: (method/results/conclusion). The device was received by glaukos and the evaluation was completed on 05/12/2017. The following observations were made about the condition in which the returned product was received: - unable to confirm the presence of a stent in any of the returned items noted above. - the inserter was visually inspected and no nonconformities were observed. However, it was noted that residue was on the inserter sleeve and in the inserter tines. The residue had the consistency of dried viscoelastic. The following functional tests were performed on the returned product: - the inserter was functionally tested and found to function as intended. - using the same inserter, a new separate stent was re-grasped and released 3 separate times; no issues were identified while retaining and releasing the stent and the inserter functioned as intended. Conclusion: the customer reported that when the surgeon exited the eye, a 180 degree iridodialysis was created. The inserter was returned for evaluation. The inserter was visually and functionally tested, but no issues were found with the form, fit, or function of the inserter. (B)(4).

Event description:
Additional information has been requested.

Manufacturer narrative:
The stent remains implanted in the patient. The inserter was shipped to glaukos and is pending evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that a 180 degree iridodialysis was created during the case. Prior to stent placement, while moving toward the trabecular meshwork, the surgeon moved the istent under the iris. The device was pulled back and repositioned above the iris. It appeared that the stent went into the trabecular meshwork normally, and the inserter was removed. Shortly after, an iris prolapse was seen and the iridodialysis was visualized.